Event description:
Hasson blunt tip trocar reprocessed by stryker was being used during a laparoscopic sigmoid colon resection. The tab on the side of the trocar, which is used to secure the trocar to the pt with suture, broke off.